Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma late onset, and rupture.

Event description:
Patient reported left side "sore" and "swollen" and exchange of textured devices due to patient's concern with product. Healthcare professional reported left side "aesthetic/ruptured,' "fluid, sore, swollen" and "exchange from textured to smooth breast implants due to the patient¿s concern with the product." The device has been explanted.